Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the analyzer had noisy signals and no pacing output. The analyzer will be returned to service once a replacement unit is received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analyzer was analyzed and no anomalies were found.

Event description:
The analyzer was later returned to the manufacturer.